Event description:
It was reported that during a breast biopsy procedure the doctor took the required samples, and attempted to place a tissue marker when the device became jammed in the introducer sleeve. The doctor tried a second and third marker and both markers jammed in the introducer sleeve. The doctor tried a fourth marker and it deployed successfully; the case was completed with no patient consequence. Devices were returned for analysis.